Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6) male was to be implanted with an impella 5.5 for mechanical circulatory support as a bridge to left ventricle assist device. Pre-op transesophageal echocardiography showed heavily calcified acute aortic occlusion and arch. Several attempts at changing the cannula angulation and altering the direction of graft were attempted. A decision was made to switch to an impella cp.